Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during drain 4 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp disconnected in the dwell cycle and the hc was alarming. The tsr explained that a large amount of air had entered into the disposable set and helped the hp clear the alarm by cycling power twice to the press go to start. The hp would call the nurse and finish with a manual bag. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable set after the patient disconnected the patient line from the transfer set. The lot information was unknown; therefore, a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).